Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The dhrs for the width plates were not reviewed as the lot number were unknown. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports. The last repair was september 19, 2016 where it was reported that the device needed preventative maintenance and calibration and the bearings and screw driver were replaced. This is not a related issue. Initial qa inspection of the air dermatome on april 5, 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications and the device had no visual damage. The 1 inch and 4 inch width plates were damaged. Repair of the air dermatome was performed by zimmer biomet surgical on april 5, 2018 which included replacement of the bearings, 1 inch width plate, and 4 inch width plate. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the device skipping, pulling and not taking the right depth was non-verifiable since during initial inspection the motor and calibration were both within specification. The root cause of the device skipping, pulling and not taking the right depth cannot be specifically determined with the provided information since during initial inspection the motor and calibration were both within specification. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer air dermatome device was skipping, pulling and not taking right depth. An additional unplanned skin graft was taken. There was an extension in the surgical time by 15-20 minutes. No additional consequences have been reported as a result of this malfunction.